Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was unknown. The caller explained that the customer needed a battery cap after losing her own. The caller stated that the customer had undergone lifestyle changes and was three months pregnant leading to the hospitalization. The perceived cause of the low blood glucose was that the customer skipped a meal and had her son eat the meal instead. The caller was informed that the a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.